Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse tested and logs retrieved. External ECG and external bp found to be faulty. No faults in error logs. The fse suspect it is the front-end board needing replacement but all tests as per the manual are passing. Three (3) good faith efforts (gfe) attempts were made to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use , the cardiosave intra-aortic balloon pump (iabp) external ECG sync not working . There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)